Event description:
Intrathecal lumbar drain, which was originally placed under fluoroscopic guidance on (B)(6) 2015 stopped functioning properly and on radiograph was noted to be kinked. Under fluoroscopic guidance interventional radiology withdrew fractured catheter but remnant of catheter remains in patient from levels of t12 to l4.